Event description:
It was reported that the system with this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead stored atrial tachycardia response (atr) episode due to noise and oversensing on the ra channel. Additionally, pacemaker mediated tachycardia (pmt) episode was stored on the device that appeared to be atrial driven. Device was operating as programmed. This device and ra lead remains in service. No additional adverse patient effects were reported.